Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a saturation fault error message. This displays when there is a fault in the high voltage regulator circuit and therefore will result in a lock up situation. There are no reports of patient injury or death associated with this event.